Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had pump error on insulin pump. The customer's blood glucose was 19.6 mmol/l. The customer ran a self test but the pump error recurred. The product was returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. No hardware low level failures error noted during testing however, hardware low level failures error confirmed in the downloaded history file due to broken pin trace at on the keypad assembly.